Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 58mm abdominal aortic aneurysm approximately three weeks ago. The aortic neck was angulated 70 degrees, it was 22mm in diameter and approximately 5mm in length. It was reported that on a final dsa, a large type ia endoleak was observed. The physician implanted a cuff; however, the endoleak did not resolve or diminish. The physician considered implanting a palmaz stent proximally; however was not able to perform further treatment due to the short aortic neck. The physician decided to take monitor the patient and no further intervention was performed. Intra-operatively a type IV endoleak was also observed. The type IV was a blush from the flow-divider of the bifurcated stent graft. It was noted that two days post implant one of the renal arteries was partially occluded. The proximal edge of the endurant cuff had partially covered the renal artery. The physician stated that the stent graft was implanted in a location where the aortic neck was severely angulated and it was most likely that the vessel morphology might have changed after the procedure and caused the occlusion. The physician does not suspect that the stent graft migrated. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short and angulated aortic neck). Unapproved use of device (stent graft was implanted in a patient with a short and angulated aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short and angulated aortic neck). Operational context contributed to event (stent graft was implanted in a patient with a short and angulated aortic neck).